Event description:
Pt reported that device generated a cartridge/adapter alert, so they changed the adapter and cartridge. Then pt discovered that device's piston rod was stuck (they hear the motor, but the piston rod will not move forward or backward). No mechanical error alarm was generated by the device. Pt stated that their blood glucose was affected by this event, (their blood glucose levels were in the high teens and low 20's [mmol/l]). Pt switched to insulin injections.